Event description:
It has been reported to philips that the x-ray generator restarted during a procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned cardiac arrhythmia procedure was performed by the customer and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray generator was restarting during a procedure. Review of the system log file showed that a fault was identified in one of the gate drivers. Upon troubleshooting fse found that the system was responsible for the intermittent resetting of the generator. To resolve the issue, fse replaced power inverter (point) certeray, performed tube adaptation. The defective power inverter was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.